Event description:
Inbound. Patient reporting no disposable clamp tubing alarm on pre-filled cassette sent on 02/09/2022 lot mx005j01p1, turning pump off and on and switching to backup pump did not resolve alarm, switched to new cassette, infusion without issue. No replacement needed as pt has 8 backup cassettes. To self mix, box sent to return defective cassette. No further details provided.